Manufacturer narrative:
Additional info b5: medtronic received additional information that the customer repositioned the clip after the initial placement. After repositioning, it was visually confirmed that the left atrial appendage was clamped more properly than before the reposition. The procedure was performed under semi-microscope with avr (aortic valve replacement). The procedure was performed under cardiac arrest. Although it was possible to implant the product under direct vision, it was implanted under a semi-microscope (video assist) through the aorta (via transverse). There was nothing unusual about the appendage. As the patient was large (wide and deep thoracic cavity), there was little margin in the distance to the clipped left atrial appendage. However, it was confirmed that the clip could be securely clamped at the base of the left atrial appendage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section e initial reporter: the first and last names and phone number of the initial report are not available due to regional privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that after the use of a penditure device, it was reported that a clip was placed on the left atrial appendage using the penditure device. An echocardiogram immediately after the procedure confirmed that the left atrial appendage was occluded. However, during a CT scan conducted during the hospital stay from the postoperative period to discharge, it was discovered that the device had shifted, resulting in a residual gap of more than 10mm. No additional procedures were performed. The patient was discharged with the device still in place. The clip did not detach within the body. There was no patient impact associated with this event. Medtronic received additional information that the sizer was not used to confirm the clip size.